Event description:
The customer reported that the display flickered on & off and then the device shut down. No patient harm.

Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted. The customer has not provided any patient information, but attempts to recover information are being made.